Event description:
It was reported that the user experienced hyperglycemia, with blood glucose rising to over 400 mg/dl, decreasing to 232 mg/dl, then rising again above 400 mg/dl, and later decreasing to 152 mg/dl after changing the infusion set. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion site or set issue considered; the user did not know if the cannula was bent. No symptoms associated with the hyperglycemic episode. Outcomes included transient elevation of blood glucose without hospitalization or medical intervention beyond infusion set change and subcutaneous insulin use. It was concluded that the event was non-serious and resolved after infusion set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.